Event description:
It was reported that the patient has suspected unilateral vocal cord paralysis. The device was subsequently turned off. No additional or relevant information has been received to date.

Event description:
Follow-up with a nurse showed that the patient saw the ent where the vcp was diagnosed and she was sent back to the neurologist where he turned the device off and will evaluate to see if this helps improve the paralysis. There was no assessment on the cause and no other interventions being taken at this time. No additional or relevant information has been received to date.

Event description:
Additional information was received that the patient¿s battery is at 25%. The device was turned back on. At this time no surgical intervention has occurred to date. The vocal cord paralysis has resolved. No additional or relevant information has been received to date.